Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signals. Additional information was requested and not received.